Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information states that the lead was noted to be fractured.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device check on the patient in the hospital. Noise and oversensing was noted on the right ventricular pacing lead when the patient performed certain movements. Oversensing led to pacing inhibition. The lead was explanted and replaced. The patient was stable.